Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by orthopaedics & traumatology: surgery & research titled ¿quality and stability of reduction of operated acromioclavicular dislocation using dual acromioclavicular and coracoclavicular stabilization¿. The study reviewed thirty-five (35) patients who underwent shoulder procedures using arthrex swivelock to treat biceps tendon lesions. Two (2) patients experienced microfractures, two (2) patients experienced failure (MRI), clinical failure, reduction loss, and one patient experienced capsulitis during the thirty-two (32) month follow-up period. Ref: focsa, l. C., et al. (2024). "Quality and stability of reduction of operated acromioclavicular dislocation using dual acromioclavicular and coracoclavicular stabilization." Orthop traumatol surg res 110(3): 103789.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.